Event description:
The st. Jude representative reported that the ICD presented with marked noise on the ventricular channel that happened with each qrs complex. The noise was oversensing and the patient received inappropriate therapies.